Manufacturer narrative:
Sorin group (B)(4) received a medwatch report, (B)(4), stating that after completion of the first cardioplegia dose, blood was seen in the roller pump raceway. A split was noted in the tubing. The cardioplegia set was replaced. There was no report of pt harm. Sorin group (B)(4) is working with risk management to obtain additional info and clarification. A request has been made for product return. The investigation is on-going. A follow-up report will be sent when the investigation is complete.

Event description:
.